Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. Customer stated that he had a car accident and the insulin pump was missing. Customer had low blood glucose which he thinks also caused his car accident. The customer was treated with hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer did allege insulin pump was over delivering. The device will be returned for analysis.